Event description:
Patient implanted with aris mesh for sui. Later, patient experienced severe injury, inability to control urine outflow, need for adult diapers, some bleeding, physical & mental pain, suffering and disability and permanent and disfiguring scarring.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.(B)(4)